Event description:
It was reported that the patient was inappropriately shocked by the cardiac resynchronization therapy defibrillator (crt-d) due to electromagnetic interference and noise while working with a bare electrical wire which touched their chest. The right ventricular (rv) lead exhibited oversensing and noise and triggered a lead integrity alert (lia) due to an elevated number of short ventricular intervals. The right atrial (ra) lead was also reported to have exhibited noise during the episode. The crt-d was interrogated to clear the lia. The device and leads remain in use. The patient reportedly hit their head on a window and felt pressure in their ears for two minutes after the shock. No further patient complications have been reported as a result of this event.